Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a skin irritation. The patient's skin irritation was located on his back under the therapy electrodes and was itchy. The patient's physician recommended a cream to use on the skin irritation, but the patient applied a different cream to the skin irritation. The medical outcome of the skin irritation is unknown.